Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. The previous repair report for the ultra duo flex fluid cart with serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired once, the previous repair being for a vacuum issue on (B)(6) 2016. The hepa filter and o-ring was not associated with the current repair service, so the previous repair was a non-related issue. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device. On 21 aug 2017, it was reported from community medical center (toms river) that the cart was having strong burnt smell. Northeast medical equipment services was contacted about the cart and dispatched a service technician to be at the site. On (B)(6) 2017, the technician examined the unit and found no issue with unit. Then he verified that the device was functioning as intended. The unit was then returned to service without incident. No repair checklist was required per crm. Service work order (B)(4) on (B)(6) 2017. The repair technician could not reproduce the reported event or find any other issues with the device. Therefore, based on the information, the root cause of the reported event cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Device emits odor was for the burning smell. PMA/510k number: k081047; k123188; k133786. The device will not be returning to zimmer biomet (since it is going to be evaluated by an external contractor). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was giving off a strong burning smell during cleaning. No adverse events were reported as a result of this malfunction.